Event description:
Unomedical reference number (B)(4). Event occurred in spain. On 05-03-2024 it was reported that patient faced 6 infusion sets cannula kinked event within 3 hours of insertion. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. Patient replaced the infusion sets and resumed insulin deliveries successfully. No further information was available.